Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the nurse found the tip of the needle crushed. This device was not used. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that all six needles were attached to the foam of the retainer and the sutures remained inside the retainer. The tips of the needles showed no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of incorrect needle/suture quantity that has no relationship to the reported condition. This failure determined to be a result of a manufacturing activity, manpower error. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.